Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four weeks after implant the patient developed a wound infection. According to the patient the wound was initially open and had a brown discharge. The patient was given oral antibiotics. The wound has healed however there is a spot where the implanting physician remains suspicious about. The patient is to observe the wound and notify the physician immediately of any signs of infection as the patient is high risk due to diabetes. The implantable cardioverter defibrillator (ICD) and antibacterial envelope remain implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.